Event description:
It was reported that the arctic sun device water temperature did not rise. Per sample evaluation results on 21nov2024, it was noted that no input voltage from main voltage board to the heater. Calibration error 105(non recoverable navigation error) received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed main voltage board. The device was evaluated upon receipt. No input voltage from main voltage board to the heater, contributing to the heating issues. Replaced main voltage board. Unit was evaluated for functionality. Functional check done. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water temperature did not rise. Per sample evaluation results on (B)(6) 2024, it was noted that no input voltage from main voltage board to the heater. Calibration error 105(non recoverable navigation error) received.